Event description:
Following reports of persistent pain, the pt was revised. A loose tibial tray is suspected.

Manufacturer narrative:
No add'l info has been provided at this time and the device is not available for evaluation.